Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. The occurrence of arterial air alarms and arterial pressure alarms are typically indicative of inadequate blood flow through the arterial access. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting arterial air and arterial pressure alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage has reviewed the event with the facility and additional training has been provided. Nxstage medical considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment the operator, who reported having access issues, experienced arterial air alarms and low arterial pressure alarms. The patient also experienced a low blood pressure. The operator was unable to resolve the alarms and elevate the blood pressure, so she decided to terminate treatment without performing rinseback, resulting in a blood loss of approximately 210cc. No medical intervention was required.